Event description:
Independent repair center: customer alleged alarm will not function and the key failure is the valve is stickingassociated malfunctions for this device: on/off switch has no audible alarm.